Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the single board computer, display adapter, image processor, and backplane circuit boards were found to be defective and replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had no image on the monitor and shut down during a procedure. Attempts at reinitialization were not effective. There was no adverse pt involvement reported. There was no pt information reported.